Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During the patient use, the autopulse platform (sn (B)(4)) stopped performing compressions and powered off by itself. There were no user advisories displayed on the platform. The manual CPR was performed during the troubleshooting. No consequences or impact to patient. The user observed the autopulse li-ion battery (sn (B)(4)) status as flashing green lights before it was placed into the platform. The platform was tested later on with a good known battery and functioned appropriately and as intended. The battery (sn (B)(4)) was placed in another platform and the reported issue was duplicated. The battery was manufactured on 7/27/2016 and is more than 4 years old. Zoll recommends the replacement of batteries that have exceeded their expected service life of 3 years. Please see the following related MFR reports: MFR 3010617000-2021-00080 for autopulse platform (sn (B)(4)).